Event description:
Approximately five years ago the patient had three micro driver rapid exchange (otw) coronary stents implanted. Since time of implantation the patient has suffered from a mild reaction. Currently the patient suffers from congestion and a chronic cough. (Ref MFR# 9612164-2011-01483, 9612164-2011-01484, 9612164-2011-01485).

Manufacturer narrative:
(B)(4) (root cause undetermined limited information) - inherent risk of procedure (reaction).